Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the of applying the adc freestyle libre sensor. Customer experienced loss of consciousness and was treated with glucose gel by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed. The review showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the of applying the adc freestyle libre sensor. Customer experienced loss of consciousness and was treated with glucose gel by a third party. There was no report of death or permanent impairment associated with this event.